Event description:
The customer contact reported a disconnection. A primary plumset was being used to deliver an unspecified volume of normal saline, at a rate of 125ml/hr, via a plum a+ pump. At an unspecified time, it was reported that an unspecified bolus dose of angiomax was delivered via IV push to the patient prior to an angioplasty procedure. At an unspecified length of time after the bolus delivery, the option-lok male adapter of the secondary tubing set was connected to the clave secondary port on the cassette of the primary plumset for piggyback delivery of angiomax 250 mg/50ml, at a rate of 26ml/hr. It was reported that two to three minutes after the piggyback delivery was started, the option-lok male adapter of the secondary tubing set disconnected from the clave secondary port on the cassette of the primary plumset. At this time, the customer contact reported that the secondary solution container emptied. It was reported that there was a delay in critical therapy for a replacement secondary solution container to be prepared. The secondary tubing set was replaced and the therapy was resumed. There were no reported adverse effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.